Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention (B)(6) 2024 during which the entire system was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000066656.

Event description:
It was reported patient is not getting sufficient stimulation due to high impedances on one of the leads. Investigation was unable to determine which lead contributed to the issue. Surgical intervention is pending to address the issue.